Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused micro-nodularity in the lungs. The patient did receive medical intervention and reported to have a CT scan. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging a bipap device's sound abatement foam became degraded and caused micro-nodularity in the lungs. The patient did receive medical intervention and reported to have a CT scan. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of white and black unknown contamination on the blower outlet seal of the blower motor which is inconsistent with degraded sound abatement foam, one piece of thin black contamination near the outlet of the blower box, which is inconsistent with degraded sound abatement foam, slight black contamination, consistent with keratin at the air outlet of the blower box. The manufacturer found no evidence of sound abatement foam degradation. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of multiple unknown brown and black, red and blue contaminants and some short black hairs inside of humidifier box, contamination found in the humidifier box are considered not to be in the air path, brown and white unknown contamination in the water tank. The manufacturer found no evidence of sound abatement foam degradation. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes there was evidence of slight black contamination, consistent with keratin at the air outlet of the blower box, white and black contamination on the blower outlet seal of the blower motor which is inconsistent with degraded sound abatement foam, one piece of thin black contamination near the outlet of the blower box, which is inconsistent with degraded sound abatement foam, multiple unknown brown and black, red and blue contaminants and some short black hairs inside of humidifier box, contamination found in the humidifier box are considered not to be in the air path, brown and white contamination in the water tank. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9, d10, g3 and h6 has been updated in this report.